Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16253. The pt has two leads from the same lot. It was reported, the pt lost stimulation. Reprogramming was unable to resolve the issue, and diagnostic testing revealed no anomalies. The physician decided to explant and replace the pt's entire system. The leads were replace with a paddle lead. The pt regained stimulation as a result of the procedure.